Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was not diabetes related; it was chocking. The caller stated that three or four years ago the customer was on life support due to diabetes. The customer had heart disease, weak heart, and other health issues. The caller was unsure if the customer was wearing the insulin pump at the time of the incident or while on life support. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.